Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed infusion set and cartridge to resolve the alarm. Customer's blood glucose was over 324 mg/dl. Customer reverted to using an alternate method of insulin therapy.